Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: during the case the needle of the device broke and fall into the pt cavity. Doctor was unable to locate the piece. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.